Manufacturer narrative:
Outcome of investigation is pending. A final report will be submitted upon completion.

Event description:
Broken lift strap on a c450 lift.

Event description:
Broken lift strap on a c450 lift.

Manufacturer narrative:
Based on the description of the incident and pictures provided by the complainant no abnormalities were found on the bottom plate which will typically contribute to the strap wear. The strap wear was severe on the surface and several inches leading to the fracture. It also indicates that a fracture occured along some portion of the strap along its mid-length, rather than at its attachments, ruling out effect from hub and strap fixture. The wear would have been obvious to the user and should have been noted in the pre-use inspection. Inspection criteria are detailed in the user manual as well as training and service documentation. Strap replaced and returned the lift to the user. Root cause: improper inspection and preventive maintenance not followed. Corrective action: recommend retraining and redistribution of guidance document.